Event description:
A patient reported blood glucose results of "151" mg/dl and 91 mg/dl with a lifescan meter, performed within 10 minutes of each other. A patient reported another set of blood glucose comparison using a new vial of strips and obtained results of "94" mg/dl nad 87 mg/dl" with a lifescan meter. Performed within 10 minutes of each other. The meter and test strips were replaced.

Manufacturer narrative:
Product has not yet been been returned. Lifescan has requested the retun of the subject meter and strips for evaluation, but has not yet received them.